Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the alarm (signal loss alarm) complaint. The serial number of the freestyle libre 2 sensor associated with this complaint is unknown. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. During investigation of the track and trend review related to alarm cases in (B)(6) 2020, this failure mode was identified and is a known manufacturing issue that impacts libre 2 sensors manufactured at flex buffalo grove (fbg). As the serial number of the sensor associated with this complaint is unknown, pqe is unable to determine if the sensor is impacted by this manufacturing issue. Outside of the known manufacturing issue, the available tripped trend reports for libre 2 sensor and alarm have been reviewed. The review did not identify any additional trends that would indicate a product related issue related to this complaint. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A ¿signal loss¿ alarm issue was reported with the use of the adc freestyle libre 2 sensor. The customer¿s mother reported the sensor alarm did not trigger when the customer¿s glucose low and as a result, the customer experienced symptoms of vomiting, loss of color to skin, shaking, and lethargy. The customer was provided juice as treatment at home and then taken to a hospital where the customer was diagnosed with hypoglycemia and received treatment however, the reporter does not remember the medicine name. Customer additionally takes glycosade with half cup of milk. No further information was provided. There was no report of death or permanent impairment associated with this event.